Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:3006705815-2019-05090. It was reported that following a trial procedure the patient experienced numbness and weakness in their lower extremities. The leads were explanted. Magnetic resonance imaging (MRI) showed no anomalies. Numbness and weakness has since been resolved and patient has regained full mobility.